Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. The pump was not returned for investigation. The data log shows that the placement signal spiked to 3000 with a placement signal not reliable (psnr) alarm at 52 hours of pump run. No trends on the 5s optical signal parameters justified the known pattern of sensor/fiber damage. No abnormalities were reported on motor current or positioning issue during case run. The placement signal failure mode was changed to an optical signal issue, as the cp pump only has an optical sensor, which is responsible for calculating placement monitoring. The cause of the optical signal issue was not determined since product was not returned and sufficient clinical information was not provided. The cause of the optical signal issue was not determined since product was not returned and sufficient clinical information was not provided. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
Us complainant reported the patient was on impella cp support and during support, placement signal was lost. The motor current and flows remained unchanged. Audio was disabled. Decision made to withdraw care, patient expired.